Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in the (B)(6). Concomitant medical products: medical product: oxf uni tib tray sz d rm PMA, catalog #:154725, lot #: 1410998; medical product: oxf anat brg lt xl size 9 PMA xlrg sz 9, catalog #:159567, lot #: 1531813. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product discarded.

Event description:
It was reported that a patient underwent a knee replacement procedure and subsequently was revised due to due to femoral bone fracture following a fall.

Event description:
It was reported that a patient underwent a knee replacement procedure and subsequently was revised due to due to femoral bone fracture following a fall.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found which could be related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.